Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. Device history record reviewed and is conforming as well as rio session and planning files. No concerns or anomalies were identified. The broach was not returned for evaluation, and the femoral stem was successfully implanted. The evaluation is still underway, and a supplemental report will be submitted if reportable results are obtained.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty. During impaction of the femoral stem, the patient's femur cracked. The surgeon used a cable to treat the fracture intraoperatively. He then downsized the femoral head, due to the stem sitting proud. The case had a reported successful outcome.